Event description:
Bilateral inguinal hernia repair with mesh. Have had miscellaneous issues over the years with sharp pains and occasional discomfort when moving. Sexual intercourse at times is uncomfortable.